Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2022 for 3 days. Blood glucose reading was 552 mg/dl. The customer stated they experienced vomiting and gastro paresis. The customer was treated with insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.